Manufacturer narrative:
The serial number of the e602 analyzer is (B)(6). Calibration and controls were acceptable. False reactive results may occur in elecsys syphilis, the assay has a specificity of < 100% per product labeling. Repeatedly reactive samples must be supplemented according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys syphilis assay performs within specification.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys syphilis on a cobas 8000 e 602 module. The patient sample resulted in a syphilis value of 3.42 coi (reactive) and it repeated as 3.70 coi (reactive). The sample was repeated again on (B)(6) 2025, resulting in a syphilis value of 2.93 coi (reactive). The patient was re-tested in other laboratories using competitor systems (abbott architect 2000i, alinity I syphilis tp, and charoite elisa analyzers). All competitor systems returned negative results. No specific results were provided. The customer noted they have had previous incidents of the same nature where elecsys syphilis results were positive and competitor results were negative. No specific information was provided.